Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 500 mg/dl with abdominal pain, blurred vision, dizziness, and trace ketones associated with incomplete prime steps. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter stated that the patient¿s bg becomes elevated when the patient enters the ezprime menu and the prime and fill cannula steps appear to be incomplete. The reporter confirmed that the pump does not alarm for loss of prime when this occurs. Troubleshooting indicated that the pump¿s audible tones and vibrations were functioning appropriately and that the patient was not completing prime steps appropriately, leading to elevated bgs. There was no indication of a pump malfunction identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.